Event description:
It was reported that the patient was present in the ER after receiving a vibratory patient notifier. Upon interrogation, the device was found in bvvi mode. The physician also mentioned that the patient received unanticipated therapy weeks prior to the event, but the device was not interrogated and the cause was unknown. The physician elected to explant and replace the device.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. The backup was removed and the device was tested using the ate system. The device tested normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.